Manufacturer narrative:
No adverse patient effects were reported as a result of this observation. This event will be updated as additional information becomes available.

Manufacturer narrative:
Subsequently, this lv lead was returned to our post market quality assurance laboratory for analysis. Analysis confirmed that the lead was electrically within specification. Final analysis found no anomalies that may have caused or contributed to the clinical observation. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that shortly after pocket closure, this attempted transvenous left ventricular (lv) lead dislodged. The lead was unable to be repositioned successfully, due to patient anatomy. The physician was dissatisfied with the product.